Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient during cardiac arrest, the device would not power up. The medic tried plugging the device into the inverter in the ambulance and the device still would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.